Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fg25, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a sudden loss or change of therapy since (B)(6) 2015. Leaking started when the patient was getting up out of a chair or bending over. Increasing stimulation caused the patient to feel "like something was pushing toward her tailbone," but sensation went away after decreasing stimulation. The patient reportedly fell "quite often," and had a fall that banged up her face and arm 2-3 weeks ago. Additional information received reported that the problem was solved by increasing usage and the leaking resolved. Steps taken to resolve the issue included "raising number for several [illegible]." The indications for use include urinary dysfunction and gastrointestinal/pelvic floor.